Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found the washer and the three level manifold rack to be operating according to specifications. No issues were noted with the function and operation. As a precaution, the technician filed the edges on the bottom of the shelves of the rack. The unit was tested, confirmed to be operating according to specification, and returned to service. While onsite, the technician discussed the proper use and operation of the three level manifold rack, specifically the precautions regarding the edges of the rack. No additional issues have been reported.

Event description:
The user facility reported that an employee injured their hand while unloading a three level manifold rack from their amsco 7052hp washer. The employee self-treated using mattison glue, steri-strips and tegaderm and returned to work.